Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(bathroom) test strip UDI# (B)(4). Correction: product was returned for evaluation, received date added on as 12/11/2017

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting results obtained of 228 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer's expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set; results from log book): (B)(6). Customer called in states the meter is reading high blood results customer states the meter read 228 mg/dl not fasting , 256 mg/dl not fasting .

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(bathroom) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting results obtained of 228 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer's expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set; results from log book): (B)(6).